Manufacturer narrative:
Unit received with blank display due to battery connector not plugged in properly to b1/ib.

Event description:
The customer's spouse reported via phone call that the product return for an unknown reason. The customer¿s blood glucose level was 388 mg/dl. The insulin pump will return for analysis.